Event description:
The customer stated that segments were missing from their meter. A review of the system was conducted over the phone. This review indicated that segments of the display were missing. The customer was asked to return the meter for further evaluation and a replacement was provided. The customer was invited to call 24/7 with future questions/concerns.